Manufacturer narrative:
It was received only one loose needle. The loose needle was examined for visual inspection and it was observed that the shape of the swage area of the needle is totally circular. The needle for product code j739d is CT-1 raw wire diameter 40 mil and the needle received could not be assembled in a 2-0 diameter suture. Due to that the tray and other needle/suture were not returned for evaluation cannot be determinate whether it was found that there had been a needle with bv-1 size in the package when the package was opened.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent gynecological procedure on (B)(6) 2017 and suture was used. When the package was opened, it was found that there was a needle with bv-1 size in the package. No additional information is available. There were no adverse consequences to the patient.